Manufacturer narrative:
After review of additional information received model and lot #, MFR contact info, date received by MFR., type of reports, if follow-up, what type? And evaluation codes have been updated accordingly. The device is used for treatment not diagnosis. The pump ((B)(4)) was not returned to the manufacturer for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files was not possible since log files were not available for analysis. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient the patient had respiratory failure on (B)(6) 2014. This was related to the patient's condition and not device. The patient was extubated after lvad implant on (B)(6) 2014 and had multiple pulseless electrical activity arrests on (B)(6) 2014 requiring re-intubation. Arterial blood gas (abg) at time of code 7.08/49/264/14. Two hours after 7.13/44/194/14. The patient was extubated on (B)(6) 2015 and reintubated on (B)(6) 2015. Abg 7.27/48/63/21. After intubation -7.19/53/123/19. The patient expired on (B)(6) 2015.